Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 1300 mg/dl range and the cause was not known. The customer drank water. The customer went to the emergency room and was admitted to the hospital. The event details could not be recalled. The customer was discharged the next day. The customer declined tandem technical support's offer to perform a pump system check and reportedly discussed the event with their pump trainer.